Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the pump subsequently migrated into the aorta. The pump was repositioned under echocardiogram. However, the staff was dissatisfied with the position and prepared the patient for the cardiac catheterization lab for pump repositioning. No further details regarding the repositioning procedure were provided. However, it was noted the device was explanted after 35 hours of support. There was no report of adverse effects to the patient.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.